Event description:
The greenfield 12 fr ss vena cava filter migrated to the pt's atrium during the implant procedure. A pre-placement vena-cavagram was performed and the caval diameter was determined to be less than 28mm. Fluoroscopic guidance was used during the procedure and the system was flushed using heparinized saline. A left femoral approach was used and site placement was confirmed prior to filter deployment. No difficulties were encountered during filter deployment. Following deployment, the filter legs did not open and appeared to be crossed. The filter subsequently migrated to the pt's right atrium. The pt was transferred to a new facility where the filter was surgically removed. A new filter was successfully implanted. The pt's status was reported as 'fine'.